Event description:
During a surgical procedure, while the physician was using an intercondylar chisel deep in the patient's femoral canal, the 1/2 x 1 cm (estimated) spike at the end of the instrument broke off and fell distal. The physician was not able to extract the spike from the femoral canal. Piece was visualized on x-ray with results as follows: a single ap view of the distal right femur and right knee joint demonstrates a 2.6 cm long metallic density projected over the distal right femoral diametaphysis.